Event description:
It was reported that the right ventricular lead had two¿s (t-wave oversensing). The two¿s was seen causing low rate to be violated with rates in the forties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 507652 implantable pacing lead (B)(6) 2010 ; 419588 implantable pacing lead (B)(6) 2010. (B)(4).